Event description:
Customer reported that the primary air tank on the css console needed to be changed more frequently than expected while supporting a pt. The pt was switched to the backup console. There was no pt impact. This alleged failure mode does not pose a risk to the pt because the function of the reserve air system was not affected, and it does not negate the ability of the console to continue to perform its life-sustaining functions. Syncardia has requested that the console be returned to syncardia for eval.